Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart. The customer¿s blood glucose level at the time of incident was unknown. The customer reported that she was hospitalized for a while and was not using insulin pump. The customer was not hospitalized due to high or low blood glucose level. The customer was calling back after troubleshooting for unexpected restart. The insulin pump will not be returned for analysis.